Event description:
It was reported that during a routine follow up visit, this pacemaker was found to exhibit intermittent loss of capture (loc) in the right ventricular (rv) lead. It was noted that the lead was implanted in the left bundle branch (lbb) position. Technical services (ts) reviewed the presenting electrogram (egm) and confirmed the intermittent loc. Ts discussed possible causes with the hcp and recommended programming optimization options. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.